Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.